Manufacturer narrative:
Additional information: evaluation summary: the sample was received for analysis and the reported issue was confirmed. A visual inspection was performed and it was observed that the 44-pin cable was not completely seated found that one of the connectors was broken, allowing it to separate and not hold the cable on the pins properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report stating that a n560 pulse oximetry display was missing segments. According to the report there was no patient involved with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.